Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "the physician was trying to extract the broach trails and the springs on the handles were loose causing the handles to disassemble from the broaches."